Event description:
A patient was admitted to the hospital emergently experiencing an acute myocardial infarction. An angiogram was conducted and revealed a thrombus in a 2.5 x 13mm cypher stent that was implanted one and half years earlier in the obtuse marginal branch of the circumflex artery. A taxus 2.5 x 23mm was implanted to treat the thrombosis and covered the cypher stent. There was no patient injury. The patient was discharged from the hospital. Six months earlier, a one year follow-up coronary angiogram was conducted and revealed the stent to be patent at the time. Additional information will be submitted 30 days upon receipt.